Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juapf372 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when making statlock changes, in the first change, the white clip didn't open and required force with scissors and forceps to open it jeopardizing the integrity of the patient and damaging the catheter. In the other changes, the clip didn't close properly. On 11/22/2016 - during investigation, it was discovered that the statlock door opened spontaneous when touched but without engaging the release button.